Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with additional information. The mitraclip mentioned is filed under a separate medwatch report.

Event description:
This report is filed as an atrial septal defect was reported requiring treatment. It was reported that on (B)(6) 2019, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4. The patient presented with a posterior 1 (p1) leaflet flail. Two mitraclips were implanted without a device issue, reducing the mr to grade 1-2. On (B)(6) 2019, another mitraclip procedure was performed due to a single leaflet device attachment (slda) and worsening mr. On (B)(6) 2019, an atrial septal defect (asd) closure was performed. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Correction: age or date of birth. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. In this case, there was no reported device malfunction associated with the steerable guide catheter. The reported patient effect of atrial septal defect (atrial perforation) is listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of atrial septal defect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.